Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06155. It was reported that the patient with third degree atrioventricular block experienced syncopal episodes and presented in clinic. The pulse generator could not be interrogated in clinic. It was suspected that the device experienced premature battery depletion and the right ventricular lead exhibited failure to capture leading to the syncopal episodes. The patient was brought into procedure and the device was replaced successfully. During the procedure, the lead was tested with the new device and continued to exhibit failure to capture along with high impedance. The lead was capped and replaced. The patient was stable post procedure.